Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: device appearance looked normal. A leak test was performed which did not identify openings on the device. Microscopic analysis was performed which did not identify additional observations. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Openings were not found on the device during the leak test and did not found possible damage on valve, for this reason lab cannot confirm the complaint (broken device). Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported rupture in the device during the implanting surgery. It is unknown whether the device was in contact with the patient or not. It is unknown whether surgery was completed with a backup device or not.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture in the device during the implanting surgery. It is unknown whether the device was in contact with the patient or not. It is unknown whether surgery was completed with a backup device or not.